Event description:
Pt underwent a tct procedure, which was successful and uncomplicated until using a 6f techstar perlcose vascular closure device to suture left femoral artery. Equipment has 2 suture needles, which should deploy when operator activated device. In this case one of the needle failed to enter central lumen of device, and was deflected into subcutaneous tissues. Surgical removal of device and arterial repair was required.